Manufacturer narrative:
The screws that were returned were visually inspected under magnification. All screws show signs of usage such as surface scratches and anodization coming off due insertion or removal. Additional mdrs associated with this event: 3025141-2019-00562 follow up 1: plate; 3025141-2019-00563 follow up 1: screw 1; 3025141-2019-00564 follow up 1: screw 2; 3025141-2019-00566 follow up 1: screw 4; 3025141-2020-00001: screw 5; 3025141-2020-00002: screw 6.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00562: plate, 3025141-2019-00563: screw 1, 3025141-2019-00564: screw 2, 3025141-2019-00566: screw 4.

Event description:
Patient was implanted with a acu-loc dorsal plate. At some point post op, the plate broke. The plate and all screws were explanted.